Event description:
It was reported that "signal loss" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
Concomitant medical products - additional information h2 - additional information